Manufacturer narrative:
Evaluation codes: updated. One device was received in used condition without the original packaging. Visual and functional testing showed no unusual conditions. The device was inflated with air, and the balloon inflated completely as expected. The complaint was not confirmed. A device history record (DHR) review was not performed as the lot number was unknown. No action taken since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient underwent an unscheduled trach change because the trach did not seem to be sealing properly and the baby wasn't getting the correct volumes. When they took the trach out, it seemed that only the half of the balloon was inflating.